Manufacturer narrative:
B4: 23sep2021. Additional information was received indicating that the noise from the unit occurred during testing. Based on the information provided this is not a reportable event. The device was not in clinical use or providing therapy at the time of the event. No harm or injury has been indicated or alleged. The international service engineer turned on the device and confirmed unit made abnormal noises during the operation of the device, and the device could not work normally. After reconnecting the power cord, the machine was turned on, and the fault remained. The international service engineer replaced the blower assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of report: 03sep2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit has an unknown noise. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.